Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 5. E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that patient faced 5 infusions set leakage after one day event on (B)(6) 2024. Infusion set has been used for 2 days. Location of the leak at skin. No further information available.